Manufacturer narrative:
(B)(4). G2: foreign: india. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was implanting the anchor the tip of the device fractured and pulled the anchor out of the patient's bone. There was no report of foreign body retained or harm to the patient. Attempts have been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the juggerknot returned shows signs of use. The implant assembly was not returned with the device. The tip of the juggerknot is fractured and not all of the pieces were returned, and it is also bent. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Product information verified from provided packaging label picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: labral tear repaired using 3 juggerknots. Radiographs were not provided. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.